Manufacturer narrative:
The insulin pump did not alarm with button error during testing; all buttons functioned properly. However, the unit had moisture on the keypad traces. No moisture damage was noted on the electronic or motor assemblies. The following cosmetic damage was found as well: cracked reservoir tube lip, minor scratches on the lcd window, and cracked case at the display window corners. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. After the button error occurred the customer could not clear the alarm due to the required buttons being unresponsive. Troubleshooting was initiated for the button error alarm. The customer believes the pump might have gotten wet while she was doing water activities in hawaii. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.